Event description:
Customer reported that pump had occlusion alarms occasionally. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.